Event description:
During laparoscopic colon resection, while the harmonic was not in use, the screen on the harmonic box reset. Eventually "replace the instrument" was displayed after 3 tries to tighten the assembly. FDA safety report ID # (B)(4).